Manufacturer narrative:
Aso evaluated returned samples as well as retained samples of the same lot number on (B)(6) 2016. In addition, aso reviewed records of biocompatibility tests for materials used to manufacture the same type of products. Refer to section of this report for further details.

Event description:
Consumer reported that she used an adhesive pad to cover her stitches on her leg. After one day use, consumer removed pad and it left a red raised welt. It appeared to be an allergic reaction. Consumer will seek for medical treatment / allergy test.